Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the set separated at the pressure sensing disc on medication side during an infusion in the nicu. No patient harm was reported.

Event description:
The customer reported that the set separated at the pressure sensing disc on medication side during an infusion in the nicu. No patient harm was reported.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the set separated at the pressure sensing disc on the medication side during an infusion in the nicu. No patient harm was reported.

Manufacturer narrative:
The customer¿s complaint of tubing separated from pressure sensing disc was confirmed. During visual inspection, it was noted immediately that microbore tubing was completely separated from the pressure sensor disc inlet port. Visual inspection under microscope noted that both sides of the microbore tubing had insufficient solvent applied at the engagement during manufacturing process. Dimensional analysis of the tubing was within specification the root cause of the tubing separation was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the microbore tubing.